Event description:
The pump was returned for investigation. Investigation revealed that the display was dim and discolored in addition to the piston cap missing from the assembly. This report is made based on results of investigation completed on (B)(4) 2015.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 01/13/2015 with the following findings: the display screen was dim and discolored. The piston cap was found to be missing from the pump. Unrelated to the display issue, evaluation revealed the internal clock battery on the printed circuit board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. (B)(6).